Event description:
It was reported that a power on reset (por) condition occurred with an error code of 0400. The message appeared after radiation therapy. The patient cleared the por with the patient programmer and the device was working fine.

Manufacturer narrative:
Lead model 3778, serial # (B)(4), implanted: 2011-(B)(6), explanted: unk, lead model 3778, serial # (B)(4), implanted: 2011-(B)(6), explanted: unk, recharger model 37752, serial # (B)(4), implanted: na, explanted: na, patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na, recharger model 37752, serial # (B)(4), implanted: na, explanted: na.